Event description:
It was reported that the infusion device shut off without first providing an error or alert message. This has happened several times for one week leading to hyperglycemia. On (B)(6) 2023 the patient felt unwell and went to the hospital via bus. She performed a blood glucose test on the bus, which resulted in a value of 455 mg/dl. Immediately afterwards, she had a blood glucose value of hi mg/dl (> 600 mg/dl). In the hospital she was diagnosed with ketoacidosis and treated with insulin and a drop of potassium. She was released the same day. Blood glucose values measured in the hospital are unknown.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.